Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located at the right upper lobe, the patient developed pneumothorax. The injury was found on x-ray. The patient was treated with a chest tube and overnight admission. The physician states the injury is not a result of the galaxy system, and attributes the injury to the biopsy of lesion 1. No malfunctions were reported. Although there were no malfunctions reported, the use of the scope may have contributed to the injury.

Manufacturer narrative:
Failure analysis was not performed as the scope was not returned. Video logs were reviewed and found no user errors were observed. The physician attributed the injury to the biopsy. No malfunctions were reported. The complaint is reported due to the following conclusion: during a galaxy-assisted biopsy procedure, the patient developed pneumothorax. The injury was found by x-ray. The patient was treated with a chest tube and admitted overnight. System manufacturing records were reviewed and found no issues associated with this case. Bronchoscope manufacturing records were reviewed and found no issues associated with this case.